Event description:
It was reported that the patient was experiencing partial paralysis when the stimulator was turned on. It was noted that the internal neurostimulator (ins) was implanted on the patient's left side and this was where she was having nerve problems as well. It was further noted that the patient experienced pain if the amplitude was increased. The patient noted that this pain had been occurring for a while. The patient stated that she believes the "battery was getting weak". The patient reported that she fell "quite a bit" during the winter because of knee problems. The patient also requested information about the compatibility guidelines for CT and cat scans. It was noted that the patient still was having concerns about her device, but she was in contact with her physician about the issue. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that partial paralysis on patient left side is "baseline or normal". Motor vehicle accident (mva) symptoms are not related to interstim therapy. Patient reported pain with increasing amplitude, but was resolved without intervention. Patient declined appointment/reprogramming as issue was resolved. Patient recovered without sequelae.

Manufacturer narrative:
Product ID 3093-28, lot# v178636, serial#, implanted: 2008 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient. (B)(4).